Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient will undergo a lead and ipg revision procedure for an unknown reason.

Manufacturer narrative:
This is a duplicate issue of MFR report #: 3006630150-2017-02777.

Event description:
A report was received that the patient will undergo a lead and ipg revision procedure for an unknown reason.